Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the device broke inside the patient. All the pieces were removed. No delay or patient injury reported. The procedure was completed with the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit used for treatment, was not returned for evaluation. Due to unavailability, definitive conclusions, investigation and evaluation were limited. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product performance or integrity include: instructions for use not adhered to. Inadvertently reused single use product. Contact with another instrument or device causing damage. No product inspection prior to use. Per instructions for use: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage.¿ it is up to the surgeon to be familiar with the limitations of the specific device.¿ product met specifications upon release to distribution. Incidence rate is monitored via surveillance.

Manufacturer narrative:
H10. H3, h6: one sterile 4.5mm cannulated endoscopic drill bit was reported as used for treatment. The item returned for evaluation was not confirmed as a smith and nephew item. Complaint history review was unattainable without a valid lot number and product code confirmation. Batch review was unattainable without a valid lot number provided. Identification etching reads ¿implantix¿. Part of the text is written in another language. The lot is written as ¿lote¿ and does not align with our batch number formatting. No further investigation at this time. Please note: the product as reported and then returned, did not physically align or meet smith and nephew requirements. The product was not a confirmed smith and nephew product, therefore complaint history review was technically unattainable without verifiable smith and nephew information (product code or lot number). Subsequent request came to run a complaint history based upon product code reported, regardless of product not being smith and nephew item: complaint history run for the (misidentified) code reported, complaint history review for three years prior, indicated similar allegations. Batch review was unattainable without a valid lot number provided. Product will be temporarily retained in the event that the customer requests that the item be returned.